Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that the infusion set leaked and there was blood present in the tubing. Customer experience vomiting, shaking and diabetic ketoacidosis. The blood glucose reading at the time of the event was 500 mg/dl. Customer was treated with IV drip. Customer has changed to the quick set from the mio. Nothing further reported.